Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the proximal to mid sfa of the right leg. The physician used a third in.pact admiral paclitaxel-eluting pta balloon catheter to treat another lesion located in the distal sfa of the right leg. The patient expired approximately 23 months post index procedure. The cause of death is unknown. The investigator has assessed the event as not related to the study device, procedure, or paclitaxel.

Manufacturer narrative:
No implant date required.